Event description:
It was reported that the pump was exchanged on (B)(6) 2022 due to driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion of the pump cable was returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the extracted left ventricular assist device (lvad) event and periodic log files did not reveal any notable events. The pump appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information on caring for the driveline exit site as well as controlling infection. Section 4 of the patient handbook, ¿living with the heartmate 3¿, also outlines care instructions in reference to preventing infection and provides suggested responses in the event of infection. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch#: (B)(4). Section b5: the aortic valve replacement was performed for previously reported aortic insufficiency under MFR #2916596-2023-00071. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient developed a staphylococcus aureus driveline infection. An aortic valve replacement with park stitch was done. Operating room cultures were negative.